Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿

Event description:
It was reported that the patient underwent an initial left total knee surgery on an unknown date. Subsequently, the patient was revised on an unknown date due to loosening. During the revision, when the nurse was opening the femoral component, it was found that the blister was cracked and the inner plastic pouch was torn. Another femoral component was used to complete the procedure. No further information has been provided.